Event description:
A report was received that a patient was having difficulties obtaining a full charge on her ipg. The physician assessed the patient and noted that the ipg was flipped. The physician revised the patient's pocket site by making the pocket more shallow. Nothing was implanted or explanted and the patient is reportedly doing well.